Event description:
It was reported that a 3.0mmx98cm guide wire was incorrectly packaged as a 2.8mmx80cm guide wire resulting in a delay of surgery of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.

Event description:
Caller tested 5.9 inr on the coaguchek s system while a comparison lab returned as 2.6 inr or 2.7 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).